Event description:
I've been using an ozone cleaner for my CPAP machine and was told to stop by my doctor. I had used it about once a month since (B)(6) 2021 but the last use was the (B)(6) date. I read about possible problems and I've realized I have had a recurring cough that won't go away which is one of the side effects of the ozone. (B)(6). FDA safety report ID # (B)(4).

Event description:
I've been using an ozone cleaner for my CPAP machine and was told to stop by my doctor. I had used it about once a month since (B)(6) 2021 but the last use was the (B)(6) date. I read about possible problems and I've realized I have had a recurring cough that won't go away which is one of the side effects of the ozone. (B)(6). FDA safety report ID # (B)(4).